Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. New information added to the following fields: h10. Corrected fields: d9, h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a scope error (e315 error code) . The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a probable cause could be determined. Olympus will continue to monitor field performance for this device.